Event description:
During a meniscal repair, the surgeon was repairing a posterior tear of the meniscus using an ipsilateral approach. When he went to insert t1 of the first device it would not deploy. A second device was tried and t1 was deployed without issue. As t2 was being advanced it looked as though t2 did not advance far enough. T2 was inserted but would not deploy. The suture was cut from t1 and the t left in place. The repair was completed with zone specific instrumentation. The surgeon is an experienced user of the fast-fix system. No patient injury or complications resulted.

Manufacturer narrative:
Device is not being returned for evaluation.